Event description:
False positive advia centaur xp (B)(6) results were obtained by the customer when performing a comparison study with another (B)(6) test method. There were five discordant results out of 140 patients tested with reagent lot # 229. There was no known report of adverse health consequences due to the (B)(6) advia centaur xp (B)(6) results.

Manufacturer narrative:
Internal studies have confirmed that this increased (B)(6) rate is not within the resolved specificity as stated in the performance characteristics section of the instructions for use, distributed outside the u.s : "the resolved specificity of the advia centaur (B)(6) assay was 99.90% (5217/5222) with a 95% confidence interval (ci) of 99.78 to 99.97%". As a result, urgent field safety notice, no. 10811870, was issued to siemens customers outside the u.s april, 2012. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."